Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 9 in the mouth in conjunction with periodontal treatment, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 9 in the mouth in conjunction with periodontal treatment, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 9 in the mouth in conjunction with periodontal treatment, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Follow-up being sent in order to correct the name of the implant.